Manufacturer narrative:
G2: the country the event occurred in is spain continuation of d10: product ID a810 serial# unknown product type software product ID a810 lot# serial# unknown software version: version 1.1.413 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a clinician programmer. It was repor ted that the clinician programmer displayed the service code 338 regarding the connection to the synchromed device having been interrupted and the session was ended. The interrogated pump had not been able to be re-interrogated with the rep¿s own tablet and they were forced to do an update with another tablet. After the update with the other tablet, they had tried to re-interrogate the same pump using their tablet. After the correct update with the other tablet, the rep tried once more with their tablet and the same error occurred. They did not have an opportunity to try and interrogate an alternate pump. At the time of the report technical services reviewed that regarding the service code 338, the application might be triggered when the android application sees that the a810 running in the background, and the tablet is not being actively used. It was further reviewed that the android operating system monitors the apps that are running in the background even when the tablet is not being actively used. The 338 code/alert appears when the app is running and android sees the a810 app running and closes it down in the background. To solve the issue, it was advised to close the app (recent apps button - > close all) and re-open the app. Then to try to connect again with the pump. Additional information was received from a company representative on 2023-apr-21. As per the logs, the alert 338 was seen and later they started seeing the app crash regarding patient data services (pds) auto disable issue (unknown url content). It was being considered that if auto-disable was still on, and they last opened pds in the afternoon, 30 days ago, that would be when pds would disable. To prevent the issue from re-occurring it was being considered to perform the following: 1) go to android setting screen, 2) click on device care option, 3) click on battery button, 4) click on three dots button in the upper right corner of the click ¿settings¿, 5) on the settings screen, turn off the options for ¿put unused apps to sleep¿ and ¿auto disable unused apps¿ to turn off the feature. Additional information was received via company representative on 2023-apr-24. The version of clinician programmer software application being used at the time of the event was version 1.1.413. It was further reported that closing the software app, then- re-opening the app, and trying to connect again with the pump to resolve the issue did not work. They had to update the pump with the customer¿s clinician programmer tablet as the company representative¿s programmer tablet was locked in that error (alert 338). The company representative however tried to interrogate another pump with their own programmer tablet and the app worked normally. The issue was resolved as they were able to interrogate other pumps with their programmer tablet. It was further clarified that the clinician programmer tablet, in which the error occurred, was the company representative own programmer and the last interrogations occurred at the company representative¿s place, not in hospital facilities.